Event description:
When using a v-14 wire, the coating of the tip of the wire came off in the tibal artery. It was visable on c-arm. Doctor then inserted a cornary artery covered stent. This adhhered the coating of the wire between the artery and stent.